Event description:
Healthcare professional reported "saline rupture". Healthcare professional later reported "partially deflated implant with pinpoint hole" and "as per return kit instructions, a small nick was made to drain saline and circled with permanent marker." This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 26/apr/2024. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26/jun/2024.

Event description:
Healthcare professional reported "saline rupture". Healthcare professional later reported "partially deflated implant with pinpoint hole" and "as per return kit instructions, a small nick was made to drain saline and circled with permanent marker." This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported, "saline rupture". Healthcare professional, later reported, "partially deflated implant with pinpoint hole". And "as per return kit instructions, a small nick was made to drain saline and circled with permanent marker". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two opening assessed, as surgical damage. As per the investigation procedure: create and wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required a review of the device history record has been completed. No deviations or non-conformances noted.